Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the device analysis the service repair technician indicates that a gap in adhesive area between z block and distal end and adhesive around objective lens has wear was found. There was no patient involvement.